Event description:
Shock impedance has trended down starting in (B)(6) 2021. Thoracic impedance has also trended down starting in (B)(6) 2021. No noise was seen in person. The patient has had severe health issues in the last few months unrelated to the lead/device system. The physician is being consulted. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.